Event description:
A nurse reported with description that the lens was turned in half and there was a dent in the lens. Additional information has been received that lens rotated twice and left an indentation in the center of the lens. The lens was exchanged with the replacement lens without any problems.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was exchanged with the replacement lens with a half diopter more power than the suspect without any problems.

Manufacturer narrative:
The product was not returned. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. This file represents the second delivery attempt. Information was provided that while loading the 9.0 d company lens the back bit broke and we inserted the 9.5d company lens. This lens rotated twice and left an indentation in the center of the lens. We inserted a 10.0d company lens, which was placed in the patient's eye without any problems. Follow up attempts were made for additional information. The questionnaire indicated that the qualified viscoelastic was out of the refrigerator for 30 minutes. This would allow the viscoelastic to acclimate to room temperature. The room temperature did not exceed the recommended range per the IFU (instructions for use). The specific room temperature was not provided. No further information has been provided. If the sample, or additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is:(B)(4).